Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event estimated. The device was not returned for analysis. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. A conclusive cause for the reported difficulties cannot be determined. It is possible that a buildup of procedural contaminants (blood, contrast) on the guide wire resulted in the reported difficult to position and the reported difficult to remove; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the physician made a general comment regarding hi-torque (ht) pilot 50 guide wires sticking to balloon catheters during advancement, and having to remove the guide wire with the balloon catheter as a single unit. A new pilot guide wire and unspecified balloon catheter was used to complete the procedure. There were no adverse patient effects and no reported clinically significant delays in any of the procedures. No additional information was provided.

Manufacturer narrative:
Internal file number (B)(4).